Manufacturer narrative:
The device, used in treatment was not returned for evaluation. Without the actual product, product evaluation could not be performed and complaint could not be confirmed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. According to clinical/medical investigation , per complaint details, within 2 years of implantation ¿x-rays showed the stem had broken in the femoral canal¿ for which the patient underwent a subsequent revision. It is possible that inadequate proximal femoral support, micro-motion, and body habitus could have been contributing factors to the reported event, although the root cause could not be definitively concluded based solely on the single x-ray image provided. The patient impact beyond the reported stem fracture, subsequent revision and an expected transient rehabilitative period could not be determined based on the limited information provided. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Possible causes could include but not limited to traumatic injury, surgical technique or size of device. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time. We consider this investigation closed. Credit will not be issued for the device.

Event description:
It was reported that, after a tka surgery had been performed, the echelon femoral component broke in the femoral canal as shown by x-ray images. A revision surgery was performed to remove and replace the broken prosthesis. The patient outcome is unknown.